Event description:
It was reported that the burr was stuck with the rotawire. The stenosed target lesion was located in the calcified right coronary artery. A rotawire and a rotalink burr were selected for use. During the procedure, it was noted that the device twined with the burr. The burr and the wire were simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.